Event description:
Reprise IV study. It was reported that complete heart block, bradycardia and endocarditis occurred. The subject was on a prior regimen of aspirin at the time of index procedure. Prior to the index procedure, heparin or other anticoagulant was given and the subject received a loading dose of 300 mg clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon aortic valvuloplasty (bav). New conduction disturbance was noted post bav and subject was dependent on transvenous pacing wire. A 27 mm lotus edge valve was implanted. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. On the day of the index procedure, post implant, the subject developed symptomatic bradycardia secondary to complete heart block with the rates in 30 sec, required 100% transvenous pacing. Electrocardiogram (ECG) revealed right bundle branch block and complete heart block. The event led to prolongation of the hospitalization for further treatment. During this time, the subject was discontinued on atrioventricular block (av) nodal blocking agents. Due to the continued conduction disturbances noted, electrocardiography was consulted and new permanent pacemaker implantation was recommended. Two (2) days post index procedure, a dual chamber non boston scientific permanent pacemaker was implanted via left axillary venous approach using a non-thoracotomy lead system successfully without any complications. Two days later, the subject was discharged on aspirin and warfarin. It was further reported that sixty four (64) days post index procedure, the subject was re-admitted to the hospital for persistent worsening back pain, fever and chills. Blood cultures showed positive for lactobacillus. Transthoracic echocardiogram (tte) revealed mild left ventricle hypertrophy, mean gradients across the aortic valve was increased significantly at 33 mmhg. Valve leaflets were not well visualized. Transesophageal echocardiogram (tee) was recommended for further evaluation. Four (4) days later, tee was conducted and a mobile echo density was visualized extending from the transaortic valve replacement (tavr) into left the ventricle (measuring approximately 0.8cm) and thickened anterior leaflet of the mitral valve with mobile echo density visualized extending into the left atrium (approximately 1.5cm in length). The ECG findings were concerned for endocarditis of the prosthetic aortic valve and native mitral valve. After consultation with the physician, antibiotics were switched to daptomycin and a re-intervention was recommended to treat the same. Six (6) days later mitral valve repair with removal of vegetation of anterior a2 leaflet was performed, followed by repair of a perforation, extending into the left ventricle using a decellularized bovine pericardium patch. Vegetation was also seen on the undersurface of the tavr valve, which was then carefully extracted. The vegetation on the a2 segment resulted in perforation of the annular level. Also, there was extensive aortic root abscess above the aortic and mitral curtain with considerable necrosis. Debridement of the entire vegetation was performed, and the area was repaired with a large decellularized bovine pericardium patch. A 23mm non-boston scientific valve was eventually deployed in aortic annulus. Tee revealed the mitral valve to be functioning well with no significant insufficiency. The aortic valve was functioning with no perivalvular leaks. Mean gradient less than 8 mm hg.

Manufacturer narrative:
B5- describe event or problem: updated. B6- relevant test / laboratory data: updated. H6- device codes: updated. H6- patient codes: updated.

Event description:
(B)(6) study. It was reported that complete heart block and bradycardia occurred. The subject was on a prior regimen of aspirin at the time of index procedure. Prior to the index procedure, heparin or other anticoagulant was given and the subject received a loading dose of 300 mg clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon aortic valvuloplasty (bav). New conduction disturbance was noted post bav and subject was dependent on transvenous pacing wire. A 27 mm lotus edge valve was implanted. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. On the day of the index procedure, post implant, the subject developed symptomatic bradycardia secondary to complete heart block with the rates in 30 sec, required 100% transvenous pacing. Electrocardiogram (ECG) revealed right bundle branch block and complete heart block. The event led to prolongation of the hospitalization for further treatment. During this time, the subject was discontinued on atrioventricular block (av) nodal blocking agents. Due to the continued conduction disturbances noted, electrocardiography was consulted and new permanent pacemaker implantation was recommended. Two (2) days post index procedure, a dual chamber non boston scientific permanent pacemaker was implanted via left axillary venous approach using a non-thoracotomy lead system successfully without any complications. Two days later, the subject was discharged on aspirin and warfarin.